Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(6) that during service and evaluation, it was observed that the motor had seized and was rough running on the air oscillator device. It was further determined that the bearings were eccentric and the saw head worn. During pre-repair diagnostic assessment, it was determined that the device failed tests for general condition, saw head, symmetry, and immediate stopping. It was noted on the service order that the saw head was not in axis and there was an enormous amount of heating on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.